Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Correction: this report is being sent to indicate the complaint event is not reportable. Upon further review of the complaint, this event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury, or reportable product malfunction. Although, elongation/unraveling of the coil was observed, this occurred after the coil was lodged in the catheter and was removed; the unraveling did not occur inside the patient/vessel. As reported, no portion of the coil exited the distal tip of the catheter. There is no evidence to suggest that the observed device failure would be likely to cause or contribute to a death or a serious injury if the failure were to recur. Furthermore, there is no evidence that the device caused or contributed to a serious injury, as no life-threatening or permanently impairing injury took place, nor was intervention taken as a result of the device failure which would be required to prevent permanent impairment or damage to the patient.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was provided on 12apr2023. The catheter was flushed prior to use. The coil did not exit the distal end of the catheter.

Manufacturer narrative:
Customer (person): phone: (B)(6). PMA/510(k) #: preamendment. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that a tornado platinum embolization coil unraveled during a aaa neck artery embolization procedure on an unknown female patient. The physician was attempting to push the coil through a cook hnb catheter with a 0.035" wire guide from another manufacturer when resistance was suddenly felt. As the coil was unable to be pushed farther, the catheter was drawn back from the patient. It was then that the coil was found to have unraveled in the catheter. The patient did not experience any adverse effects to require any additional procedures due to this occurrence. Additional information regarding event details has been requested but is currently unavailable.